Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed shock impedance measurements of greater than 200 ohms in triad configuration. During a revision procedure, the lead was tested with a new device. Defibrillation threshold (dft) testing was performed which resulted in a 55 ohm measurement in rv coil to can configuration. The lead remains in service while the device was explanted and returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.